Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No unexpected failed battery test alarm, unexpected restart alarm or unexpected reset to factory default noted. No history anomaly noted during testing. Unit had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not hold the settings properly and the batteries would say that they were dead. The customer¿s blood glucose level was unknown. It was found in the alarm history that they had a failed battery test. The customer declined troubleshooting. The insulin pump will be returned for analysis.